Event description:
The pt reported that the infusion device does not properly display e4 (occlusion) error and she has experienced elevated blood glucose of up to 380 mg/dl as a result. She changed the infusion set and bolused through the infusion device to lower her blood glucose. She stated, she changed the insulin cartridge every 7 days, the infusion site every 2 days, and the infusion tubing every 7 days. She was referred to the user's manual. Her normal blood glucose level is 120 mg/dl. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.